Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that patient is expected to reach normal eos in (B)(6) 2017. Patient had therapy turned off and pain had not returned. Electrode impedance was done and all pairs with electrode 3 showed >40k ohms. Patient was unsure if they wanted the device replaced. Patient's concern was ins battery leak if not using. The information was reviewed with the caller. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. High impedance was reported on multiple contacts. The rep discovered the impedance issue on (B)(6) 2017 when checking the neurostimulator. The patient was still receiving therapy, but the device was at normal expected elective replacement indicator (eri). End of service (eos) was to occur in (B)(6) 2017, so the patient was to continue using spinal cord stimulation. No symptoms were reported.